Manufacturer narrative:
The device was returned for investigation. The investigation for the device is currently in progress. A follow up report will be provided following completion of the investigation.

Event description:
On (B)(6) 2009, a clinical incident involving a perc dc wand was reported to arthrocare. During a lumbar decompression of the disc procedure, the wand pushed through the nucleus and touched the wall of the abdominal artery. The pt was under local anesthesia and indicated pain. The surgeon confirmed the position of the wand on x-ray that it had pushed through the nucleus. The surgeon removed the wand and continued the procedure using a new wand without incident. The pt did not report any further pain and the surgery was completed successfully. Pt was administered antibiotics. Following the procedure; an MRI was taken of the surgical site and there was no reported injury to the patient. The physician reported the wand was too long, which resulted in wand pushing into the nucleus and touching the abdominal artery.